Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. When the device was powered by an external supply, it was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. There was no evidence of an internal short. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2013.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the device was explanted post-mortem and the cause of death was not related to the out of specification finding. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the low battery voltage. When the device was powered by an external supply, it was fully functional with nominal system current drain. The hybrid was verified to exhibit nominal current drain (cd) before placement in a humidity chamber. The cd remained nominal throughout the test environment. The analysis was discontinued since there was no evidence of high system cd. Battery analysis revealed that the battery was deeply discharged and this was confirmed in the destructive analysis. The battery was very dry, and from backlit anode images, the lithium was nearly completely discharged along the entire anode length. Based on the destructive analysis. No evidence of an internal short was found. If information is provided in the future, a supplemental report will be issued.